Event description:
It was reported that during surgery the threaded end broke off in the stem while being used.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination of the inserter indicated that the threaded tip fractured off. The fractured portion was not returned. A review of the manufacturing records for the device did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed parts revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.